Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: review of the history device records for lot 3830607 showed a nr issue that has no link to this complaint. Failure analysis: the valve was visually inspected, no defects noted with the valve a tear/cut was noted in the ventricular catheter. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. The catheters were irrigated, no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the tear/cut in the ventricular catheter is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the instruction for use (IFU) silicone has a low tear/cut resistance. The possible root cause for the problem reported by the customer could be due to "biological debris and protein build up, no occlusions were noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a certas valve: the valve was implanted on (B)(6) 2019 for a vp shunt. The patient had a headache, so the setting was lowered, but the patient's condition remained the same. A valve occlusion was suspected. Therefore, it was replaced with a new valve on (B)(6) 2020.